Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was reported the liner was not fully seated due to a proud acetabular cup screw. A search of the complaints databases was not possible against the unknown screw. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised to address pain. The metal head and liner were removed. Upon further review the metal liner was not entirely seated with the screw protruding from the inside of the cup.